Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds began to rise and that thresholds were high on the right ventricular (rv) lead. A lead fracture was suspected. The lead was reprogrammed and later, the lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.